Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/24/2011 and 02/09/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient seeing yellow, dark, unclear vision and having an inability to focus following bilateral intraocular lens (iol) implant surgery. The symptoms started on the first day following the implant procedures. Additionally, the surgeon reported the patient is now experiencing glowing vision, glare event with sunglasses, faded vision centrally and dark vision peripherally. The surgeon stated there was no refractive surprise and corrected acuities do not improve. The patient has a history of having had radial keratotomy procedures performed and dry eyes (pre-existing). Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.